Event description:
Add'l info rec'd from MFR 4/28/04: the returned thermachoice catheter was evaluated visually and functionally for cathether leak test and simulated use testing per validated test procedure. The catheter did pass both functional tests. Upon visual examination it was determined that filter on the line connecting the catheter to the controller unit had been previously wetted and clogged with dextrose solution (d5w) which would have lead to the event experienced by the customer. The conclusion is that during the catheter priming with d5w solution, an inadvertent over prime occurred which wetted the filter and caused the leak and pressure reading loss. Based on this results MFR has undertaken a preventative action to investigate modification of the pressure relief valve and length of the catheter tubing to reduce the likelihood of this inadvertent over prime.

Event description:
Uterine balloon catheter, -thermal- was used and started leaking and lost pressure.